Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the reporter states "that when the vasoview hemo pro was plugged into the cord, the tip started to glow and then sparked and burst into flames." A replacement unit was used to complete the procedure. The hospital did not report any patient effects. Maquet cardiovascular anticipates return of the product in question.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. Items marked "ni" are unknown to us at this time. (B)(4).